Event description:
The initial reporter received questionable elecsys brahms pct, elecsys hcg + beta test system, and elecsys troponin t hs stat assay results on a cobas e 801 analytical unit. Five patient samples were repeated on a second analyzer due to qc failure. On the first patient, the initial pct result on the first analyzer was 0.0868 ng/ml. The repeat result on the second analyzer was 1.77 ng/ml. On the second patient, the initial hcg result on the first analyzer was 4.86 miu/ml. The repeat result on the second analyzer was 6384 miu/ml. On the third patient, the initial troponin result on the first analyzer was 4.68 ng/l. The repeat result on the second analyzer was 903 ng/l. On the fourth patient, the initial troponin result on the first analyzer was 3.04 ng/l. The repeat result on the second analyzer was 31.2 ng/l. On the fifth patient, the initial troponin result on the first analyzer was 3.39 ng/l. The repeat result on the second analyzer was 7.41 ng/l. All of the initial results were reported outside of the laboratory. The repeat results were deemed correct. The troponin reagent lot was 56640901 and the expiration date is 31-dec-2022. The pct reagent lot was 54857000. The expiration date was requested but not provided. The hcg reagent lot was 54857500. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer found a sheared sampling needle and replaced it, as well as issues with tubing 4. The investigation is ongoing.

Manufacturer narrative:
The investigation found that the qc data for the reported assays were -3 sd outside of the acceptable range on (B)(6) 2022. The service maintenance actions performed by the field service engineer resolved the issue.